Event description:
Periods of recurrent unexpected blockages occurred, leading to a rise in blood sugar levels and ketones on two occasions. This resulted in the patient being hospitalized abroad, followed by a recovery thereafter. There was no reported impact to the patient¿s blood glucose level beyond the noted rise. No additional information was received regarding the outcome of the event.